Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported event. The system was then tested and met all product specifications. A review of complaints and service request for the last 24 months did indicate one similar report for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).

Event description:
A customer reported, the unit had no vacuum. No additional information was provided. Additional information has been requested.